Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a high capture threshold. No intervention was performed, and the patient's condition was stable. The patient will continue to be monitored.